Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic episode to 62 mg/dl after announcing a usual lunch while using the ilet, and the user and family expressed concerns about meal announcements being used to address high glucose, which was discussed as potentially affecting the algorithm¿s behavior. Symptoms included none. Outcomes included self-treatment with one oral glucose tablet, return of glucose to range within approximately 30 minutes, no need for outside assistance, and no medical intervention or hospitalization. Investigation included troubleshooting and education regarding appropriate meal announcements, avoidance of announcing meals to correct highs, and explanation of the ilet low and high alert functions. Investigation of this case revealed that the device generated a low alert and functioned as intended, and that user practices of announcing meals to correct high glucose could contribute to inappropriate insulin dosing behavior without a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.